Event description:
The customer reported that a pt expired while being monitored by the passport 2 monitor and the system did not alarm. Customer did not attribute the pt's death to the device.

Manufacturer narrative:
Mindray service rep inspected the monitor and found that heart rate alarm was set to "priority one" and all other alarms were not set. "Priority one" setting does not allow user to turn off the heart rate alarm. The customer was offered to have the product returned to the factory for eval, but declined.